Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump switches off after alarm signal. Customer stated insulin pump had no power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated insulin pump switches off after alarm signal no power. Device received with blank display, problem isolated to mother board. The original mother was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify battery out limited and download due to blank display. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.